Event description:
Per the audiologist, the patient reported a decrease in performance. The results of an integrity test in 2009 indicate normal device function. Explant and reimplantation is planned, but had not taken place at the time of this report.